Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 patient had a transmitter that did not last as long as it should have. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.